Manufacturer narrative:
It was reported that the operating room towel was shedding lint during an unidentified vascular procedure. The linted or towel material was found on several instruments and "floating in air above the surgical site." Or towel linting into the surgical site was not reported. The patient was under general anesthesia at the time of this incident. The unidentified vascular procedure did not last longer than expected. The patient did not require additional anesthesia during this incident. No impact to the patient, to the patient's stability, or to the procedure during the incident was noted at the time of the initial report. No serious injury or medical intervention during the incident was noted at the time of the initial report. After an unidentified period of time, the patient reportedly returned to the facility with a surgical site infection (ssi) and, according to the facility, the linting of the operating room towel could not be ruled out as a possible root cause of the ssi. No additional information was provided on the diagnostic exams performed leading to the diagnosis of the ssi or the treatment that was required following the ssi diagnosis. A sample was returned to the manufacturer for evaluation and the reported product issue was confirmed. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the operating room towel was shedding lint during an unidentified vascular procedure. After an unidentified period of time, the patient reportedly returned with a surgical site infection.